Event description:
The customer reported touch screen is a space off. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 17oct2019. Report date: 22oct2019. The customer confirmed the touchscreen was replaced to resolve the reported issue and the unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/20/2019.

Event description:
The customer reported touch screen is a space off. There was no patient or user harm reported.